Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated. The cine drive and software were reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.